Event description:
Consumer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing on an unknown pcr platform was conducted after the initial test on an unknown date, generating a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 190-000. Investigation summary: the customer was unwilling to provide the required intake information, such as the kit's lot and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text: single use device, discarded.

Event description:
Consumer reported a false positive test result with the ID now covid-19 2.0 test kit performed on (B)(6) 2023. Confirmation testing on an unknown pcr platform was conducted after the initial test on an unknown date, generating a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.